Event description:
Additional information received reported that the patient was going to have a lead revision because there was an issue with the lead and it was fractured. It was noted that the reporter did not know when the problem started. It was reported that the patient also had a pacemaker and a newer style paddle lead would probably be used. The next day, it was reported that the lead was being replaced due to electrode 4 impedances being out of range. It was noted that new extensions were going to be put in as well, but the same implantable neurostimulator (ins) would be kept.

Event description:
It was reported that the patient¿s therapy had been intermittent. The reporter stated they had coverage for their left leg on some days at a setting of 9.5-10.50 volts. It was noted the patient could not get stimulation at times when they needed stimulation. It was further noted the patient¿s healthcare professional told the patient to contact a manufacturing representative for reprogramming. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a revision surgery on 2013-(B)(6). The ins system was tested and it was confirmed that the patient had a fractured lead. The patient¿s lead and extensions were replaced but they kept the previously implanted ins. The patient was now receiving therapy and doing fine.

Manufacturer narrative:
Product ID: 3998, lot# lb7639, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 74002, lot # n323009, implanted: (B)(6) 2012, product type adapter; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3998, lot # lb7639, implanted: (B)(6) 2003, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had an appointment with their health care provider (hcp) on 2013-(B)(6). It was noted that the patient still had concerns regarding their device or therapy but they were working with their doctor or a manufacturer representative about it. It was noted that the patient had "a broken wire going to an electrode". It was noted that the patient "had CT need that electrode will have surgery".